Event description:
It was reported that during a hemicolectomy procedure, the stapler failed to fire. After dialing down and squeezing the trigger, the stapler was removed, and the staples had not formed the required b shape. There were no adverse consequences to the pt. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.